Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion was observed. The device was explanted and replaced. No further information was provided.

Manufacturer narrative:
Analysis did not confirm premature battery depletion. Based on all available parameter and usage information, device longevity was within the expected limits. The device was tested on the bench and no anomalies were found.